Event description:
When switching to the dexcom g7 sensor which the company advertises and promised was the most accurate I experienced multiple serious side effects and medical issues related to both high and low blood glucose due to the inaccuracy of the product. The first occurred on the morning of the 14th where my blood glucose from the dexcom g7 read as 293, this caused my insulin pump to correct automatically while I slept. Thankfully I woke up and checked my blood sugar manually and my reading was 83. The inaccurate dexcom reading caused a severe low blood glucose that I needed assistance from family to solve. The next was that same evening. I had calibrated the g7 sensor multiple times throughout the day and it appears to be reading correctly, however at my work my coworker noticed I was acting strange and asked what my blood glucose was the g7 sensor read as 94 at the time and I said I was fine but due to the suggestion of my coworker I checked my sugar manually and it was at 47. Then the latest error was this morning of the 15th at 7 am my blood glucose on the g7 read as 182 but I woke up with severe polyuria and polydipsia and couldn't hold down any water due to emisis. When I manually checked my blood glucose it was 263. When I contacted dexcom about the issue they stated that the sensor was accurate because it was FDA approved and that they would not send g6 sensors to replace the inaccurate devices; 8511 1092 2376. Health effect code: 1908, 1914, 2604, 2275. Device problem code: 2917, 1535. Reference reports: mw5171862, mw5171863.